Event description:
It was reported that patient underwent procedure utilizing vanguard patella mill and reamer on (B)(6) 2009. During the procedure, the surgeon attempted to use the 31mm reamer but had difficulty reaming as if the reamer was dull. Surgeon used more force and metal shavings were identified. Metal shavings were removed from the patient and the surgery was completed.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(6) 2010.